Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was getting many air detector alarms with total parental nutrition (tpn) patients when there is little to no air visible. There was no adverse events reported.

Manufacturer narrative:
During the evaluation of the device, replaced the damaged air detector. The keypad, overlay and scratched with damaged lens were also replaced. The air detector was found to be the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.